Manufacturer narrative:
As richard wolf gmbh (rw gmbh) identified a previous complaint with a similar issue that was determined to be a reportable event that involved a serious injury, we consider this case to be a reportable malfunction.

Event description:
During a holmium laser enucleation of the prostate (holep) procedure, the doctor reported that when using the piranha function, the machine kept sucking in a lot of air and resetting. Immediately upon morcellation, air started going through the lines, and the system would evacuate and restart throughout the entire procedure. The procedure was completed successfully. However, it took 20 minutes longer for the doctor to complete the procedure while trouble shooting the device. There are no reports of injuries or risks to the patient or other personnel.